Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with resetting the pump, and the fault did not recur. Customer was advised to continue using the pump and to call back if any malfunction code reappeared.